Event description:
It was reported that the pump was explanted at the request of the patient. The patient had experienced fatigue and "falling asleep at the drop of a hat." Different medications had been used in the pump; at the time of explant the pump contained fentanyl. The patient had reported that the entire time she had the device, it hurt underneath her skin. It was also reported that while the pump was implanted the patient's "sinuses weren't working." The patient suffered from excessive mucus build up in her sinuses and profuse amounts of phlegm. It was noted that the patient had been treated for viruses four times since the fall of 2009. Per the reporter, her "sinuses just started working again 2 days ago." Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). "Sinuses weren't working".